Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that there was a chip in the battery compartment and that the battery cap threads were stripped so the patient had been using an old battery cap. The reporter denied moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.